Event description:
According to the rptr: the stapler broke inside the surgical area during use, and staples did not form properly. All pieces were retrieved without intervention. Surgical time was extended by exactly 30 mins. There was poor staple formation. Blood loss was reported as more than 250cc.

Manufacturer narrative:
(B) (4). (B) (4).